Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device had a missing and incorrect patient data. A fault in patient interface cable was also reported asking to lock the cable using the sensor simulator. There was no reported patient involvement and outcome.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received in poor visual condition. The device arrived without patient interface cable (pic). It was reported that the device had a missing and incorrect patient data. A fault in patient interface cable was also reported asking to lock the cable using the sensor simulator. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: cracked bulkhead connector and damaged housing. Visual inspection noted that the host cable was broken around the connector bulkhead and worn housing, and there was a protruding joint between the halves of the housings. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.